Event description:
The device was used during a low anterior resection. Reportedly, the instrument was defective. The surgeon resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.